Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first clip attached to the tissue but did not release from the deployment device. Eventually, the clip did deploy and remains in the patient. The second resolution 360 clip did not detach from the deployment device and was then pulled out from the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.